Event description:
It was reported that the device unexpectedly reached the recommended replacement time after three years. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Performance data collected from the device was analyzed and revealed that the battery voltage was pre/approaching recommended replacement (eri). The weekly battery voltage trend showed min bat=2.829 to 2.638 volts between (B)(4) 2011 and (B)(4) 2012, and is before device rrt<= 2.6251 volt.